Manufacturer narrative:
(B)(4). This complaint was confirmed. The sample evaluation did not identify a root cause. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received , and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4) that a leak was found in the tubing. This seemed to occur due to misspike with clean flash. An alarm occurred while the sets were being connected to the twin bags. Then the patient opened the lid of the clean flash and found that the spikes of the sets remained at the same position as the operation started. Finally the patient connected the transfer sets to the twin bags, and leakage was found from the tubing during draining. The patient was involved. There was no patient injury or medical intervention.